Event description:
Patient was revised to address pain and potential allergic reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). UDI #: (B)(4). (B)(4) used to capture the surgical intervention.

Event description:
Pinnacle claim submission form, sticker sheets and medical records received via cd shipment last 08 apr 2019. After review of medical records, the patient was revised to address pain. Operative findings include mild metal-on-metal soft tissue reaction without extensive necrosis or corrosion, mild yellowing of surface membrane but no deep extensive muscle necrosis, clear fluid with no evidence of hazy discoloration and yellowing of the lining over the trochanter, abductors and pseudomembrane inside the hip. The trunnion, taper and head did not have any corrosion or damage and the stem was solidly fixed with no evidence of loosening or osteolysis. No corrosion at the rim of the liner and no scoring, damage or corrosion on the back of the liner. The two screws, liner and femoral head were revised, retaining the cup and the screw.